Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital following a syncopal episode. It was reported that the patient suffered a laceration on the forehead that required sutures. Interrogation of the device with a programmer revealed that the patient was in atrial fibrillation (af). Additionally, review of stored device memory revealed several episodes of noise on the rv channel. The noise was oversensed. It was unknown if the syncope was a result of pacing inhibition due to the oversensing. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.